Event description:
A healthcare facility in (B)(6) reported that water leaked at the water feed line of an mr290 autofeed humidification chamber. This was found prior to patient use.

Event description:
A healthcare facility in denmark reported that water leaked at the water feed line of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Result: the visual inspection revealed that there was a break at the feedset tube, where it is inserted to the chamber. The surface of the break is rough and not smoothly cut. A lot check revealed no other complaint of this type for lot 1107200105. Conclusion: the damage on the feedset tube appeared to have been caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information regarding the device return. We will provide a follow-up report upon receipt of the device and completion of our investigation.